Event description:
It was reported that the acticon bowel sphincter was removed due to infection. There were no further patient complications reported as a result of this event and the patient was fine.

Manufacturer narrative:
Additional device info: (in order of cuff, cuff, pump, balloon): catalog #: 72401956, 72401958, 72402287, 72402106; expiration date: 11/13/2017, 10/7/2015, 11/20/2015, 01/05/2016; serial #: (B)(4); other: (B)(4). Implant date: (in order of cuff, cuff, pump, balloon): (B)(6) 2013, (B)(6) 2013, (B)(6) 2015, (B)(6) 2013. Device manufacture date: (in order of cuff, cuff, pump, balloon): 11/16/2012, 10/13/2010, 11/20/2014, 01/19/2011.